Manufacturer narrative:
(B)(4).

Event description:
The tip broke off in the patient. The tip was retrieved using another trerotola. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient harm/injury/consequence. Therapy was reported to be delayed/interrupted.

Event description:
The tip broke off in the patient. The tip was retrieved using another trerotola. The reported defect was detected during use. The patient condition is reported as "fine". There was no patient harm/injury/consequence. Therapy was reported to be delayed/interrupted.

Manufacturer narrative:
Qn#(B)(4). The customer returned a 5fr ptd catheter, rotator, and lidstock for analysis. Signs-of-use in the form of biological material were observed on the sheath and rotator. Visual examination revealed that the distal end of the black pebax tip was separated and returned. Microscopic examination confirmed that the black pebax tip broke near the base of the distal basket. The tip material appeared jagged and uneven, indicating a stress related tear. All the basket wires were intact and secured within the basket connectors. The two sections of the pebax tip that measured 0.32385" and 0.23545", totaling 0.5593" which is within specifications of 0.5156"-0.5626" per the product graphic. The ptd basket was able to advance and retract from the sheath with minimal resistance. The ptd catheter was placed into the returned rotator to functionally test, and it was able to rotate. No functional issues were found. A device history record review was completed, and no relevant findings were identified. The instructions for use (IFU) provided with the kit warns the user," the ptd device is not for use in stents." It also instructs the user, "if the flexible tip "folds over" itself when it encounters the sheath valve, insert the folded-over tip through the valve and pull back slightly to allow tip to unfold in open cavity of the hub. At this point, the device can be fed through the sheath into the graft." The IFU warns, "keep exposed portion of ptd catheter straight at all times to aid in successful basket deployment. Potential fatigue failure of the ptd torque cable and fragmentation basket may occur with prolonged activation of ptd device. The cumulative activation time of the ptd device in all radii should be limited to 30-60 seconds. A rapid withdrawal rate of 1-2 cm/second is recommended when sharp radii are encountered (i.e. Radius of loop graft or vessel, radii < 3 cm). Do not advance ptd catheter forward during activation." The customer report of a separated ptd basket tip was confirmed by complaint investigation of the returned sample. A portion of the black pebax tip was separated and returned. The sample passed all relevant functional testing and a device history record review was performed with no relevant findings. Further investigation of this issue will be conducted under a CAPA. The CAPA root cause determined to be manufacturing - molding. Teleflex will continue to monitor and trend for complaints of this nature.